Event description:
It was reported to boston scientific corporation that a mantis clip was used in the duodenum due to a stent perforation during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the physician and technician successfully placed the initial mantis clip without any issues. It deployed as expected. They then moved to a different anatomical location to place another mantis clip. During deployment, the clip would not detach from the catheter despite multiple attempts, including opening and closing, twisting, and pulling. Eventually, we removed the control wire and pulled back on the clip, which allowed it to release. The procedure was completed with a non-boston scientific device. There were no patient complications reported as a result of this event. Note: the complainant reported that the type of procedure was ercp which uses a side viewing scope. However, according to the instructions for use (IFU), "the hemoclips is designed to be compatible with forward viewing endoscopes with working channels equal to or greater than 2.8 mm".

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.